Event description:
It was reported that the patient experienced a burning sensation in the pocket. The patient presented to the clinic and it was noted that the atrial lead had a history of noise. The atrial channel had been programmed off with ventricular only discriminators at the last clinic visit. The patient would continue to be monitored.

Manufacturer narrative:
(B)(4).